Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated distal cx with a xience v stent. At an unknown time in 2009, the patient experienced an indigestion-like feeling across the chest while mowing the lawn. The patient was hospitalized the following month. Diagnostic coronary angiography was performed. The patient underwent percutaneous coronary intervention to the target vessel as the ivus revealed severe stenosis of the proximal end of the stent within the distal cx extending into the om1. The patient was discharged the next day. There is no additional information available.

Manufacturer narrative:
Angina and restenosis, as noted in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily indications of a product quality deficiency. Angina, stenosis, and hospitalization are listed in the xience v no fault risk assessment as no fault post-procedural complications. There was no reported product malfunction during the initial xience v stenting, and the patient effects were reported approximately 11 months post-procedure. It is likely that the angina and the hospitalization were secondary effects of the stenosis, which was treated with additional pti.